Event description:
The IV was started in the pt's antecubital vein. Injection was started and very little contrast was noticed. The clinician checked the pt and noticed that the end of the catheter had broken off during infusion. There was no contrast under the skin. There was contrast on floor and blood came out of the catheter. The IV was pulled and a new site started.

Manufacturer narrative:
The attached medwatch form states that the sample is available for eval, however, no customer info was provided in order to have the sample returned. Attempts to retrieve customer contact info are being made. If add'l info is provided and/or the sample is received for evaluation, a supplemental report will be submitted. (B)(4).